Manufacturer narrative:
Upon receipt at the (B)(4) laboratory, visual inspection revealed that the complete lead was returned. The lead body was twisted counter-clockwise from the yoke to the proximal shocking coil, likely induced by twiddler's syndrome. The proximal shocking coil was separated from the medical adhesive bonding at the distal end. The helix was extended and had bodily tissue noted within it. The lead passed electrical continuity testing, indicating that this product was electrically continuous. The clinical observation of tissue stuck in the helix was confirmed during analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Additional information was reported that during the time of the dislodgement, the device inappropriately shocked the patient three times. No other complications were observed.

Event description:
Boston scientific received information that the patient implanted with this lead suffered from twiddler's syndrome. As a result, the right ventricular (rv) lead had become dislodged. An invasive revision procedure was performed, and the rv lead was removed. Upon removal, tissue was observed in the helix of the screw, therefore, the physician elected to replace the lead. No further complication was reported.